Manufacturer narrative:
Initial reporter facility name :(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue main body of peritoneal dialysis (pd) transfer set was cracked. The crack was observed during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.